Event description:
Connector tabs broke on hc401 mask.

Manufacturer narrative:
Fisher & paykel healthcare is currently conducting a retail level recall on all tab designed connectors for CPAP masks. We are currently awaiting classification of the fisher & paykel healthcare CPAP mask and connectors recall from FDA. All product manufactured since april 2006 features a redesigned connector and is not subject to this recall. Lot number provided does not correlate to product manufactured with a tab connector. Product was discarded by patient.